Event description:
Facility reported that "patient's machine began alarming. When tech went to machine to investigate the alarm, patient was found unconscious and a pool of blood was found underneath her chair. The blanket covering patient was removed to discover the venous fistula needle was dislodged from the access site. The arterial needle was still inserted into the access. The machine pump was still rotating before the alarm, thus causing the blood to be pumped out of the venous needle, pooled into the chair, then overflowed onto the floor. Patient was [hypotensive] and unresponsive. Patient was given one [liter] of normal saline. Patient responded well. Patient became awake and alert. Patient was then transported to the nearest hospital.

Manufacturer narrative:
Dated (B)(4) 2009, based on the results of (B)(4) clinical affairs investigation, the patient was very restless and continually moving. The patient had been asked repeatedly not to cover her arm with the blanket that she had brought from her home. The staff would remove the blanket and as soon as they would walk away she would cover her access with the blanket again. The manager stated that there was no issue with the needle, no defects noted before or after the incident. The manager suspected that the needle caught in the blanket and when she moved, the set was dislodged. Conclusion: based on the results of (B)(4) clinical affairs investigation, there was no evidence that the needle contributed to this event. The clinical manager stated that there were no defects noted with the needle. There was no malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the qa specifications prior releasing it to the market. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of our product.